Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was reported that "the tip of the introducer separated during insertion." The device was replaced. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "it was reported that "the tip of the introducer separated during insertion." The device was replaced. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The full UDI is unknown as the lot number was not provided. The customer provided two images for analysis. The images showed a cath-lab assembly. It was not-ed that the dilator was located outside the sheath. Visual analysis confirmed that the dilator hub was separated from the rest of the extrusion. The customer returned one sheath with dilator assembly for investigation. The dilator was located outside of the sheath. No definite signs-of-use were observed. Visual examination confirmed that the dilator hub was completely separated from the dilator body. The hub was returned. The separation points were rough, discolored and contained signs of torquing. No other defects or anomalies were observed. The total length of the dilator body measured 21 1/16", which is within the specifications of 20 7/8"-21 3/8" per product drawing. The dilator outer diameter measured 0.136", which is within the specification limits of 0.135"-0.138" per the dilator extrusion product drawing. The dilator inner diameter (at the point of separation) measured 0.044", which is within the specification limits of 0.043"-0.046" per the dilator extrusion product drawing. Functional inspection was performed to recreate the product's intended use. The IFU provided with the kit states: "ensure dilator hub fully snaps into sheath cap." "Holding sheath in place, remove spring-wire guide and dilator." The dilator was advanced through both the proximal and distal ends of the re-turned sheath. Little to no resistance was observed. The dilator hub was able to independently snap into the hemostasis cap. R & d confirmed that the observed failure and the dilator material is within scope of CAPA previously initiated. Implementations for this CAPA have yet to be completed. Two device history record reviews were performed (one for each of the potential lot #'s obtained from sales history), and no relevant findings were found. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The customer report of a separated dilator hub was confirmed through complaint investigation. The dilator body was separated directly adjacent to the hub. The material at the point of separation was rough, showed white discoloration and contained signs of torquing. Two device history record review were performed based on sales history, and no relevant findings were identified. CAPA has been previously initiated for this issue. The CAPA investigation indicates the root cause is a design issue. Teleflex will continue to monitor and trend for reports of this nature.